Manufacturer narrative:
The device history record for lot #170942 was reviewed. All catheters passed in-process and final inspection criteria including leak testing. The suspect device was returned for investigation. The catheter evidenced apparent signs of break in tension. Broken portion of catheter was removed in radiology and the patient is doing well.

Event description:
The PICC line broke during attempted extraction. The broken portion of the catheter was removed by radiologist. Patient is doing well.